Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that upon receiving the pump the customer connected the pump to a power source however the pump did not come on. The pump was left charging for an extended period of time but would not come on. There was no patient involvement, as the pump was not being used on the patient at the time of the event. Reportedly the customer has a backup pump as insulin therapy until the replacement pump is received.